Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pain vagina [vulvovaginal pain]. I was not able to get the tampon out [foreign body in reproductive tract] . I went to take the tampon out and the cord got detached. I was not able to get the tampon, out [complication of device removal]. Went to take the tampon out and the cord got detached [device breakage]. Case narrative: consumer reported via phone that the tampon became detached during removal. No serious injury reported.